Manufacturer narrative:
Section b5 and h6 (patient code): correction. Manufacturer's investigation conclusion: a direct relationship between the device and the reported aortic stenosis and regurgitation, gastrointestinal bleeding, multi organ failure, and patient outcome could not be conclusively determined through this evaluation. The patient¿s pump was not explanted for evaluation. Review of the device history records showed no deviations from manufacturing or quality assurance specifications. The implant kit was shipped to the customer on (B)(6) 2020. The heartmate 3 lvas IFU is currently available. This IFU lists bleeding, multiple organ failures, and death as adverse events that may be associated with the use of the heartmate 3 left ventricular assist system. The patient care and management section provides information regarding anticoagulation, including the recommended inr values. The IFU explains that moderate to severe aortic insufficiency must be corrected at the time of device implant. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The hospital tried to treat the patient's gastrointestinal bleeding with surgical procedure but this did not work.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient received a heartmate 3 implantation and aortic valve replacement due to end stage heart failure with severe aortic stenosis and aortic regurgitation on (B)(6) 2020. The patient underwent bowel resection due to ischemic bowel disease and the patient expired due to multiple organ failure on (B)(6) 2020. There was no alarm for the event. No further information was provided.